Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there were no overexposures, and this case is not related to unintentional radiation. The philips field service engineer (fse) inspected the system onsite and confirmed that the system wouldn't take exposure shots. Review of the system log files showed tube arcing and current errors. Upon troubleshooting, fse identified a short circuit on the cathode cup of the x-ray tube assembly. The defective x-ray tube was returned to philips for failure analysis. The cause of the failure was confirmed to be a vacuum leak (not localized) due to normal wear and tear. To resolve the issue, fse replaced the x-ray tube assembly and high voltage transformer, inspected high tension pins, carried out tube conditioning, tube adaptation, tube yield, edl calibrations, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not take exposure shots. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) replaced the tube and high voltage (hivo) transformer, and the device was returned to use in good working order.